Manufacturer narrative:
Correction to g2 to add the foreign country france. Correction to h10 to add cleaning, disinfection and sterilization (cds) information that was inadvertently left out of the initial report. This report is being supplemented to provide additional information based on the customer provided cds practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where the detergent used for pre-cleaning is phago'clean. The device is manually processed with anioxy twin disinfectant. The device is stored vertically in an endoscope drying cabinet. Olympus is the maintenance provider of the subject device. Olympus culture tested the subject device after reprocessing in accordance with instructions for use (IFU) before repair, the results were as follows: 22jul2021: 1 cfu gram positive bacteria, 03aug2021: 1 cfu micrococcaceae, 19aug2021: 1 cfu micrococcaceae and 1 cfu coagulase negative staphylococci. The device was visually inspected where scratches were found in the channel mount unit that may have led to the positive cultures after correct reprocessing. It was recommended that the channel mount unit and the mouth piece should be replaced and a culture taken however the user refused the recommendation and the device was sent back to the user without repair. A few additional defects were noted where the bending section rubber glue was worn out and slight marbled/red cracks effect visible on the image guide bundle. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6), 2021)] unspecified microbes (2cfu / 100ml) [second time;(B)(6), 2021] unspecified microbes (1cfu / 100ml) [third time; (B)(6), 2021] unspecified microbes (104cfu / 100ml) the device had been reprocessed with a non-olympus automated endoscope reprocessor. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.